Event description:
During a papillary muscle premature ventricular contraction ablation procedure with a qdot micro¿ catheter, the patient experienced decrease blood pressure and pericardial effusion treated with pericardiocentesis with 800ml of blood drained. The last known status of the patient was stable and awake with a tube attached for slow draining. It was reported that they completed their last ablation, after the case was completed, the physician was getting ready to pull out the catheters and noticed a pericardial effusion. The medical team noticed this on ice (intracardiac echocardiography) and noticed a decrease in blood pressure. It was also confirmed on their ge s70 ultrasound machine. Pericardiocentesis was performed on the patient and 800ml of blood was drained. The last known status of the patient was stable and awake with a tube attached for slow draining. A brand new soundstar catheter, decanav catheter, and qdot micro catheter were the only bwi products in the body at the time of the event. Other products used were carto 3 system and ngen generator.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 30-oct-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. During a papillary muscle premature ventricular contraction ablation procedure with a qdot micro¿ catheter, the patient experienced decrease blood pressure and pericardial effusion treated with pericardiocentesis with 800ml of blood drained. The last known status of the patient was stable and awake with a tube attached for slow draining. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31623779l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Furthermore, on 6-nov-2025, bwi received additional information regarding the event. The physician¿s opinion on the cause of this adverse event was falling off pap while ablating. The intervention provided was they tapped the effusion. The outcome of the adverse event fully recovered (no residual effects). Other relevant history/preexisting condition was preexisting effusion. No transseptal puncture site was performed during the procedure. The number of performed ablation was 23 with rf (radiofrequency) energy delivered. No ablations were performed within the pulmonary veins, and ablations were performed outside the pulmonary veins was 23. Prior to noting the pe/CT (pericardial effusion / cardiac tamponade) ablation was performed. No evidence of steam pop. The event is assumed to occur during ablation. The flow setting was qmode. The patient did not require cardiac surgery. The correct catheter settings were selected on the generator. No issues with flow rate change were noted at the start of ablation. No error messages were observed on biosense webster equipment during the procedure. Ngen generator/pump was used during the procedure. Section a was updated with the information that the patient was a white, cisgender female. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).